Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: analysis and results: there are no previous complaints of this code batch. We have received an open sample (unused) with the needle detached from the thread (thread is still wound on the pack). However, without closed samples a proper analysis cannot be performed. Review of the batch manufacturing records showed this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyze it.

Event description:
It was reported that there was an issue with a suture pack. When the packet was opened, it was noted that the needle had already detached from the suture. There was no impact to the pediatric patient. Additional information is not available.